Manufacturer narrative:
Evaluation summary: corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was examined and the system found to meet product specifications. Both system and handpiece met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system was found to meet specifications. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A surgeon reported that there was no torsional power form the handpiece when she pressed the footswitch during a cataract surgery with intraocular lens (iol) implant. The event occurred at the beginning of the sculpt phase. No occlusion bell was noted during the event. The affected eye was the left eye (os). When the footswitch was pressed again the torsional power was heard, but it stopped again. The last time the surgeon pressed the footswitch the noise produced by the torsional power was different than usual. At this time the surgeon noticed that there was a burn on the cornea at the incision. The patient also mentioned that he experienced burning on his eye. The procedure was stopped and, due to the burn, the surgeon sutured the cornea with three (3) sutures. The surgery was not completed and the patient was sent to another facility in order to complete the operation. The surgery was completed at the other facility with no further complications. Per the doctor, the cornea will recover after a few weeks although there was endothelium damage. The patient also experienced wound leakage, corneal opacity and might experience other symptoms not yet noted. Per the surgeon astigmatism has not yet been noted but it's highly possible for the patient to have postoperative astigmatism. No additional information is expected.